Event description:
The reporter contacted animas on (B)(6) 2014 alleging on (B)(6), 2014 the patient entered a bolus delivery into the pump and that programmed delivery is not showing in the bolus history. The reporter stated the patient does not recall the amount of the bolus delivery programmed. The reporter confirmed there were no zero boluses in the bolus history. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed the last bolus delivery was recorded on (B)(6) 2014. There were no cancelled bolus deliveries recorded in the bolus history. The total daily doses add up to correctly reflect the user¿s programmed settings. The pump was exercised for 24 hours without warnings, alarms or malfunction. Advanced feature boluses were performed and recorded in the bolus history at the correct time and in the correct order. Investigation did not duplicate the reported issue and the pump was found to be operating within the required specifications.